Event description:
Literature was reviewed regarding a patient who was hospitalized for acute heart failure approximately six years after a transcatheter valve-in-valve procedure in which a medtronic 23 mm evolut r valve was implanted inside a failed non-medtronic surgical valve (21 mm trifecta). Imaging revealed stenosis of the evolut r (mean gradient of 57 mm hg), and then medication (warfarin and aspirin) was administered to rule out leaflet thrombosis, but no improvement was observed after three months. Subsequently, the heart team decided to proceed with redo transcatheter aortic valve replacement (tavr). During redo tavr, a balloon pre-dilation (22 mm atlas gold) was performed and imaging during inflation showed a high risk of coronary obstruction. As a precaution, a stent was positioned in the left anterior descending artery, followed by deployment of a second 23mm evolut r valve inside the first evolut r. Immediately, a gradient of 25 mm hg was detected, so a balloon post-dilation (22 mm atlas gold) was performed to ¿remodel¿ (further expand) the second evolut r valve frame, reducing the gradient to 15 mm hg. ¿final aortic angiography showed no regurgitation and lmca (left m ain coronary artery) patency, allowing safe removal of the parked stent,¿ the authors concluded. At three-month follow-up, the patient exhibited an excellent outcome with mild dyspnea and a gradient of 18 mm hg.

Manufacturer narrative:
Citation: truong, t, gallet, r, teiger, e. Et al. Tavr-in-tavr in surgical valve for recurrence of failed bioprosthesis. J am coll cardiol case rep. 2025 may, 30 (9). Https://doi.org/10.1016/j.jaccas.2025.103278. Earliest date of publication used for date of event: may 01, 2025 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.